Event description:
The cannulated hexagonal screwdriver from the 7.3 cannulated screw set broke while in use. The piece that broke off was removed under fluoro. Manufacturer response (as per reporter) for screwdriver, cannulated hexagonal screwdriver 7.3unknown